Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Initial and final MDR (B)(4). Device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula events within three hours of insertion on (B)(6) 2024 . The issue occurred with five similar types of infusion sets used for twelve hours and site was patient's abdomen. No further information was available.